Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) increased blood sugar [blood glucose increased] defective device/piston rod flopping around [device issue] pushes it in, it does not come out and that it simply does not work [device failure] the spring was broken [device breakage] did not take right dose [incorrect dose administered by device]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "increased blood sugar(blood sugar increased)" with an unspecified onset date, "defective device/piston rod flopping around(device component issue)" with an unspecified onset date, "pushes it in, it does not come out and that it simply does not work(device failure)" with an unspecified onset date, "the spring was broken(device breakage)" with an unspecified onset date, "did not take right dose(incorrect dose administered by device)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index were not reported. Medical history was not provided. Concomitant products included - novopen 6(insulin delivery device) treatment included - lantus (insulin glargine) since an unknown date the patient had a defective novopen echoplus and stated the piston rod was flopping around storage, pushed it in, it did not come out and that it simply did not work, did not take right dose last night and they thought the spring was broken. Patient confirmed that blood sugar (blood glucose) increased (value and units not reported) this morning on an unknown date the patient was hospitalized (details not reported) due to the same and was able to get it under control with lantus. Additionally, they also reported that the instructions unclear on website. Batch numbers: novopen echo plus: asku. Action taken to novopen echo plus was not reported. The outcome for the event "increased blood sugar (blood sugar increased)" was recovered. The outcome for the event "defective device/piston rod flopping around (device component issue)" was not recovered. The outcome for the event "pushes it in, it does not come out and that it simply does not work (device failure)" was not reported. The outcome for the event "the spring was broken (device breakage)" was not reported. The outcome for the event "did not take right dose (incorrect dose administered by device)" was unknown. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: sims case number. Reference ID#: (B)(4). Reference notes: #dup. Preliminary manufacturer comment: 03-jul-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: dosage regimens: novopen echo plus: batch numbers: novopen echo plus: requested. Reporter's causality (novopen echo plus) - increased blood sugar(blood sugar increased) : unknown defective device/piston rod flopping around(device component issue) : unknown pushes it in, it does not come out and that it simply does not work(device failure) : unknown the spring was broken(device breakage) : unknown did not take right dose(incorrect dose administered by device) : unknown. Company's causality (novopen echo plus) - increased blood sugar(blood sugar increased): possible defective device/piston rod flopping around(device component issue): possible pushes it in, it does not come out and that it simply does not work(device failure) : possible the spring was broken(device breakage): possible did not take right dose(incorrect dose administered by device) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples investigation result: name: novopen echo plus, batch: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with the following information: -investigation results updated -device tab: is non reportable and malfunction fields updated to no -EU/ca tab: expected date of follow up removed and final report was ticked -device addendum: annex b c d g codes updated -CAPA comment updated in eol -narrative updated accordingly. The patient is from united states and the country of event occurrence is united kingdom. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: on 20-aug-2025: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. H3 continued: evaluation summary name:novopen echo plus, batch: unknown no investigation was possible, because neither sample nor batch number was available.